Event description:
Consumer stated that she has a neuro-cybernetics prosthesis vagal nerve stimulator (vns) implanted in 1995 and has surgery to replace the batteries in the device in 2003. She stated in 2004, she began experiencing speech impairment, left arm numbness and tingling in the left arm. She visited a physician and informed him of her condition and he told her she was "faking it." She stated she has informed the MFR of her illness and she was told by the MFR that they would no longer fly her for visits to see a physician.